Event description:
Patient complained to surgeon about pain and patella not tracking properly. Surgeon thinks the components may have been malrotated. This surgeon did primary as well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding patellar (mal-tracking) dislocation, instability and possible component malposition involving a triathlon patellar component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinician review of the available medical records indicated that based upon available information we may conclude that root cause of failure is an adverse mix of patient-related (knee disease) and procedure-related factors although the balance between the two is difficult to establish due to lack of adequate imaging information. Device-related factors have no role in such failure scenario¿s because the underlying problem to cause the overload condition in the patellofemoral joint is located outside the device in the soft tissues of the extensor tendon mechanism of the knee. Although some details of the failure mode remain obscure, we can be sure that this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event relates to patellar (mal-tracking) dislocation, instability and possible component malposition. Based on the medical review of the available information we may conclude that root cause of failure is an adverse mix of patient-related (knee disease) and procedure-related factors although the balance between the two is difficult to establish due to lack of adequate imaging information. Device-related factors have no role in such failure scenario¿s because the underlying problem to cause the overload condition in the patellofemoral joint is located outside the device in the soft tissues of the extensor tendon mechanism of the knee. Although some details of the failure mode remain obscure, we can be sure that this pi case is not device-related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained to surgeon about pain and patella not tracking properly. Surgeon thinks the components may have been malrotated. This surgeon did primary as well.